Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator had caused station stuck on initializing device manager screen. The field service engineer found the helmer refrigerator in a reboot loop. Powered down the refrigerator, unplugged the backup battery, and reseated the network router connection. After powering on the fridge, it booted normally. The med station was then powered on and also booted up successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, station was stuck on initializing device manager screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.